Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of device image and session records indicated device operated with rate responsive features enabled during the implant period. When automatic settings are programmed, such as rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed revealed no anomaly with battery voltage above eri level. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.